Event description:
Physician was using the wire for radial access and the wire got in a side branch of the radial artery. As physician was trying to pull the wire out of the side branch the wire got stuck and started to uncoil as it was pulled back. Physician could not get wire out and had to make a new access site to retrieve the wire. The wire was able to be retrieved successfully after two hours of trying to get the wire out. The procedure was not completed successfully and physician decided to do it another day. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
No consequences to the patient were reported. Unraveled is not listed in the instructions for use. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In addition each pmg wire guide comes with an attached caution label which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." The complaint device was not returned. Without the complaint device we cannot make a conclusive root cause analysis. When we have seen this type of device failure in the past it has generally been associated with the wire guide being damaged by withdrawal through the needle or other instrument. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. Nothing in the event description or description of the patient anatomy suggests a possible cause. The root cause for this complaint will be listed as inconclusive. Based on quality engineering risk assessment, the risk is considered acceptable and further risk reduction activities are not required. We will continue to monitor for similar complaints.